Event description:
The patient was undergoing a gastrointestinal surgical procedure. During the procedure, the patient coded and expired. The user facility did not allege that there was a device malfunction, however, they did request that a draegerservice technician evaluate the machine to determine if the device meets specification. A draegerservice technician performed a complete preventive maintenance test of the device. The device passed all tests.